Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family or friend reported via phone call, the customer was having issues with the insulin pump, it wasn't delivering insulin. Her blood glucose kept going high even after treating with manual injections. She went to the emergency room for high blood glucose of 736 mg/dl. The customer was struggling with high blood glucose two days prior to the hospitalization. The device kept alarming no delivery, she changed the set but her blood glucose kept rising. No troubleshooting was performed on the device. The device is not being returned for analysis.